Event description:
The distal end of the catheter sheared off and floated down to the profunda. The physician was able to retrieve it without further complications. No pt implications.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.